Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter had displayed an inaccurate erratic result. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred on an unknown date between 6:30am and 7 am. The patient reported that she obtained alleged blood glucose reading of "90 and 122mg/dl" on the subject device preformed within 20 minutes of each other. The patient manages her diabetes with oral medications, diet and/or exercise and stated that at 7:30 am she took 1 janumet pill and 2 gliclazide 2 pills as a result of the alleged product issue. The patient stated that 3 hours after the alleged product issue began she developed the symptom of shaking. No medical intervention was reported. At the time of troubleshooting the csr noted that the patient obtained the results from an approved sample site and the meter was set to the correct unit of measure. However, csr noted that the patient used the incorrect testing steps regarding sample application. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.